Event description:
It was reported that the user of an ilet insulin pump missed a meal announcement, which resulted in high blood glucose, and the agent provided education on the importance of timely meal announcements consistent with correct operating procedures. Symptoms included hyperglycemia reaching 605 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for procedural adherence. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.